Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that an alleged inaccuracy occurred. When navigating the biopsy needle, the tip stop point of roughly 95mm, was continuously going past target in the software by about 5-10mm. During troubleshooting, the manufacturer representative (rep) attempted re-setting entry point via probe multiple times, wasn't saving. The rep realized the site was 'viewing' plan 1 on the navigation system when in reality they were navigating plan 2. The rep turned the eyeball on for plan 2 and off for plan 1 and was able to reset entry point. It was noted that the probable cause of the issue was when placing angled base, surgeon did not leave enough room with skin spreaders to tighten locking ring. Surgeon then removed skin spreader, and loose skin encroached on the base and locking ring, causing it to not tighten all the way. The rep called technical services for troubleshooting suggestions, when returning to the room, discovered the 2.2 reducing tube on the floor of the operating room. The rep confirmed surgeon was not utilizing a reducing tube with the biopsy needle while taking samples. By the time reducing tube was discovered on the floor, the surgeon did not want any more samples. The rep also noted that it looked like the full biopsy needle was being removed for each sample, and not just the inner cannula of the needle. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, sw version: 2.1.0. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3/h6: the software analysis was completed. Analysis states that from the case details, it seems as though the user did not follow the work instructions for the procedure as needed. The inaccuracy reported could not be accounted for. There was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.